Event description:
Info rec'd indicates no head up function.

Manufacturer narrative:
The technician cleaned and reseated the valves but the issue remained. The technician found the hydraulic oil in the reservoir appeared dirty. He replaced the hydraulic manifold to repair the bed.